Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rate and output of the external pulse generator (epg) could not be adjusted, and the lower display would not illuminate. It was recommended that the epg be returned. The status of the epg is unknown. There was no patient involvement.